Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The sheath was replaced, and the issue was resolved. The procedure continued without further issues. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication the backflow bleed was excessive or required intervention, nor that the patient¿s hemodynamics was compromised, this event was not assessed as a patient event but as a MDR reportable product malfunction for a ¿hemostatic valve-separation¿ since it is most likely the backflow bleed occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/11/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The sheath was replaced, and the issue was resolved. The procedure continued without further issues. The device evaluation was completed on (B)(6) 2021. According to the information received, it was reported that the hemostatic valve on the vizigo sheath was leaking back blood. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Additional information was received on 6/25/2021. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed and the hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was <10cc. No medical intervention was required to stop the bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).